Event description:
Complainant alleged that the emergency room staff was preparing to monitor a patient (age and gender unknown) for transport from the emergency department to the intensive care unit department, but that when the device powered up there was no screen display. The staff immediately obtained another device to monitor the patient during transport. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.